Manufacturer narrative:
As reported, the patient had placement of a trapease vena cava filter. Per the medical records, history includes pulmonary embolism (pe). The trapease filter was successfully deployed at the l1/l2 level. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to perforation and tilt. Per the patient profile form (ppf), the patient reported the filter tilted and the struts perforated outside of the inferior vena cava and also into the organs. The patient also reports anxiety and fear. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, 156 months, 5 days post implantation. The ppf notes that the filter struts perforated outside of the inferior vena cava and also into the organs. The filter also tilted. The patient also reports to be suffering with anxiety of having a filter that could fail at any time, but it may not be retrievable without serious surgery. The patient also stated to live with fear that the filter has tilted within the vena cava and perforated outside of the ivc wall and into adjacent organs. According to the medical records the patient has a medical history of pulmonary embolism (pe). The trapease filter was successfully deployed at the l1/l2 level. Manual pressure was held at the access site until hemostasis was achieved. The patient tolerated the procedure well and there were no complications.